Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd discardit syringe s2 tip broke. The following information was provided by the initial reporter, translated from french to english: inserting the tip of a 10 ml syringe to deflate the balloon of a bladder catheter, the tip broke off cleanly.

Manufacturer narrative:
A device history record review was completed for provided material number 309110 and lot number 2311239. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a picture sample and the affected physical sample were returned for evaluation by our quality team. Through examination of the sample, the syringe was observed with a broken tip. The material used to manufacture the discard it syringes has been selected and tested to resist normal conditions of use. The assembly machines have an inline detection system which inspects all product and immediately rejects any defects identified. Although an exact cause could not be determined for this incident, it is possible that the syringe became damaged due to a blockage in the barrel feeding process which went undetected. During use, the damage caused breakage of the product. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.